Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis and surgical intervention. During the procedure, a pericardial effusion was noticed. There was a small effusion present in the patient, prior to the start of the procedure, that they were monitoring. During ablation with the stsf, the physician felt a steam pop in the patient. The pericardial effusion was discovered to have increased in size on the intracardiac echocardiogram (ice) ultrasound, and the pericardial effusion was also confirmed on ice, along with a perforation. The medical intervention provided was a pericardiocentesis, and at least 200 cc of fluid was removed, before the CT surgeon was called in. The CT surgeon then performed open-heart surgery on the patient and administered a patch to the perforation on the heart. The patient was admitted to ICU. The patient was reported to be in stable condition. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is unknown as the patient was noted to be sick at the start of the procedure. The patient had prior tumors removed from their neck and radiation delivered to neck, which necessitated ent consult prior to the procedure and administering anesthesia and intubation. Patient outcome is unknown. It is unknown if the patient required extended hospitalization because of the adverse event. It is unknown if a transseptal puncture was performed. Prior to noting the CT, ablation was performed. The event occurred during ablation phase. Force visualization features used were vector and visitag (graph - not during and dashboard ¿ unknown). The visitag module parameters for stability were : 3,3,25,3 in the preferences window and respiratory gated. Size 3 tags.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).